Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic subtotal vertical gastrectomy, while being applied for the first and second firing from the antral stomach portion, the stapler was able to fire but the green staple did not form properly and the arc position was achieved. The distal staple line was also incomplete and the jaws locked on tissue and was removed manually. To resolve the issue, manual suture was performed by the outer edge of the stomach. Patient was reported to have no injury.